Manufacturer narrative:
No product sample was received; therefore, visual, and functional testing could not be performed. A device history record (DHR) review was performed, and no issues were noted during manufacture. Manufacturing procedures were reviewed and deemed adequate. The instructions for use (IFU) informs the user to lubricate the device. The IFU warns the user that the patient should be correctly humidified to minimize encrustation. Production personnel were made aware of this complaint. No root cause could be determined as the complaint could not be confirmed. D4 UDI, d5 and g5 are unknown. No information has been provided to date. Additional information d4 expiration date and h4 manufacture date. This remediation MDR was generated under protocol (B)(4). As a result of warning letter cms# (B)(4).

Event description:
Information was received indicating that following placement of a smiths medical portex nasopharyngeal airway, the patient was reported to develop a massive nosebleed. Haemopressin and adrenaline were given to help stop the bleed. There were no further reported adverse effects.